Event description:
A call from the representative was received on 11/27/2013 stating that this lead was having high thresholds. This lead was implanted on (B)(6) 2009 and was revised on (B)(6) 2013. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).